Event description:
The user facility reported that during pre-use testing, the device had a low fio2 reading. They also reported that replacing the oxygen sensor did not fix the problem.

Manufacturer narrative:
(B)(4). A carefusion field service representative evaluated the device, verified the reported event and determined that the cause was that the device's oxygen sensor and o2 blender were out of calibration. The carefusion field service representative recalibrated the device's oxygen sensor and o2 blender, ran the device through the extended systems test (est) and operational verification procedure (ovp) and the device passed all tests. Upon completion, the device was returned to the user's facility's control ready to be returned to service.